Event description:
Following a ptca procedure, an angio-seal device was attempted to be deployed. The physician had visual confirmation that the device was positioned for proper deployment; however, as the physician pulled the device vertically to deploy, the entire device with its anchor, collagen, and suture were removed from the pt. Manual compression was held for 60 minutes. Due to the anticoagulation level of the pt, protamine sulfate was administered. Hemostasis was achieved, the pt was noted to have good pulses, and there was no evidence of a hematoma.